Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing impedance and threshold had increased. Under fluoroscopy, externalized conductors were observed. A dft test was successful and electrical parameters after the test were in the normal range. The physician will monitor the patient.